Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
3004123209-2016-00349 the pad-pak was first successfully installed on the (B)(6) 2010 and performed to specification up to the (B)(6) 2014. An increase in voltage suggests a further pad-pak was installed during this time. Multiple manual power ups of ten minutes duration were recorded in the device memory between the (B)(6) 2014 and the (B)(6) 2016. The pad-pak became depleted during this time and a further pad-pak was installed which also became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins however this did not affect the ability of the device to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.